Event description:
As I was bringing in pt. ICU bed into or to transfer pt, there was a very loud bang. The bottom two pieces of the steris 4095 bed had fallen to the floor with the pt's legs atop. Pt's legs quickly returned to anatomically correct positioning by continuing to hold the legs until it was appropriate to move to the ICU bed. Issue reported to management. Bed removed from service. No patient harm.